Event description:
A customer reported experiencing a past high blood glucose event beginning in the afternoon and continuing into the early morning of the following day. The highest blood glucose level was unspecified but indicated as "high," the customer took corrective actions by administering a correction injection and changing their infusion sets multiple times. It was recommended that the customer consult with a healthcare professional to further discuss potential factors affecting their blood glucose levels. The customer understood and acknowledged this advice.